Manufacturer narrative:
Investigation summary bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for bent and hooked needle point with the incident lot was observed. There was no foreign matter visible in the photos. The root cause for the hooked needle point is associated with the manufacturing process. An action was implemented with weekly preventative maintenance to help reduce this issue, which began on 11-dec-2020. The batch associated with this complaint was produced prior to the implementation date. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle there was foreign matter on the device cannula/needle or any fluid path component. The following information was provided by the initial reporter and translated to english. The customer stated: "before use, the fbn's IV cannula had foreign matter on the cannula."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle there was foreign matter on the device cannula/needle or any fluid path component. The following information was provided by the initial reporter and translated to english. The customer stated: "before use, the fbn's IV cannula had foreign matter on the cannula."